Manufacturer narrative:
One cardiomems i3 was received into the lab for analysis. W based on the information provided to abbott and the investigation performed, the reported event was confirmed. The reported product experience observed in the field was unable to be reproduced in the lab. A review of the logs found an ¿error 5 message¿ that corresponded to the reported product experience. Based on the information provided to abbott and the investigation performed, root cause of the field reported event could not be conclusively determined as no hardware abnormalities that would have resulted in the reported event were identified.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. A replacement unit may resolve the issue.